Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a valve model 3000tfx27mm was explanted from the aortic position in a 79 years old patient after an implant duration of eight (8) years and two (2) months for unknown reason. A 3300tfx23mm was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated: d4 (expiration date), g3, h4 (manufactured date), h6 (type of investigation, investigation findings and investigation conclusions). H10 additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful.